Event description:
In 2004 entered hosp w/pneumonia, hiv pos, unresponsive. Improved daily until release on oral meds about two and half weeks later. Subclavian catheter was removed shortly after noon. Five mins compression and nurse left them. Pt was getting ready to go home and found slumped on the hosp bed about 12:40 pm. Air embolism was suspected, but supposedly not proved. After the fact, heard of the risks. Where was their pt protection.